Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that their ¿lead malfunctioned and came loose.¿

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the patient received inappropriate therapy. A lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited high impedance, undefined impedance, varying impedance, noise, and elevated sensing integrity counter (sic). The lead was explanted and replaced. No further patient complications have been reported as a result of this event.